Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that, just over 2 weeks after the dental implant was placed in site ada 28 of the patient's mouth, the patient experienced pain, inflammation, mobility, fistula, and infection. The clinician reported that excessive torque contributed to the event. The patient was reported to have periodontal disease and type iii bone quality. This device will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that, just over 2 weeks after the dental implant was placed in site ada 28 of the patient's mouth, the patient experienced pain, inflammation, mobility, fistula, and infection. The clinician reported that excessive torque contributed to the event. The patient was reported to have periodontal disease and type iii bone quality. This device will be forwarded to the manufacturer for investigation. There were no reported complications.